Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with 9 units of manual bolus. Customer¿s current blood glucose was 579mg/dl. Customer had alarm for insulin flow blocked and suspend on low. Customer declined troubleshoot for the issues they had. Sensor was in use at the time of incident. Products will not be returned for analysis.